Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of rebq1598 showed no other similar product complaint(s) from this lot number.

Event description:
It was noticed that the cuff was slipping proximally up the line. The hospital stated this had not been seen before and the line was not being tugged through particularly firmly. It was stated the patient was a hemophiliac and was "oozy" so the hospital didn't open up the neck pocket and push the cuff down into the tunnel. It was reported the device is still in and the patient is currently fine.